Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut down unexpectedly. The pump was plugged into a power source and powered on. Subsequently, the customer reported that the touchscreen display had lines going through the screen and that the screen was intermittently unresponsive. Customer¿s blood glucose level was 400 mg/dl. The customer reverted to an alternate method in insulin therapy.